Manufacturer narrative:
(B)(4)

Event description:
It was reported that when a patient presented in-clinic for a follow-up, increased capture threshold was observed. Programming changes were made. The lead remains implanted and active. The patient was stable.